Event description:
It was reported that the patient presented in-clinic for follow-up. An alert was found for low pacing impedance. Externalized conductors were observed via fluoroscopy. Lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.